Event description:
Reported as: "pt had insertion of apl gastric band with low profile port at this hosp. Pt was returned to or for removal and replacement of lab band port due to problems with fluid in the lap band system; 1% methylene blue was injected into port intraoperatively with extravasation of methylene blue noted on back of port site confirming slow leak; new low profile port was placed. The pt tolerated the procedure well and was discharged later the same day."

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."